Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 iabp (intra-aortic balloon pump) pulsator.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed by analyzing the system logs. An inspection was carried out to find the fault. During the check, a cap was detected installed on the helium outlet of the safety disk. This cap prevented the correct flow of helium, blocking the automatic filling and causing electrical error no. 53. The cap was removed and replaced with an original fitting. The safety disk (0997-00-0985-07) was also replaced, having exceeded 1000 hours of operation. The pressure transducers were calibrated: atmospheric, shuttle and drive. The functional checks and scheduled diagnostic tests were completed. Repair completed successfully. The device passed all performance and safety tests in accordance with the manufacturer's specifications. It was returned to the customer and is once again authorized for clinical use.

Event description:
It was reported that during maintenance performed by an inexperienced technician of the hospital, cap was installed on the safety disk at the helium outlet, thus preventing the passage of helium. Causing the balloon not to fill and the electrical error 53. No patient connected.